Manufacturer narrative:
The customer stated the qc and calibrations were within specifications. The customer replaced the internal standard, changed the electrodes, washed the fluidics, and changed the sipper tube as part of maintenance procedures. The customer stated the replacement of the internal standard solution seemed to resolve the issue. The field service engineer (fse) cleaned the sample and vacuum nozzles and verified the aspiration was correct. He performed ion-selective electrode (ise) calibrations and qc with successful results. After service, no further issues were reported by the customer.  The investigation determined the customer's and the service actions resolved the issue. The cause of the event could not be determined. Na.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 results for one patient sample tested on the cobas pro ise analytical unit. The initial result was not reported outside of the laboratory. The patient sample was rerun on another analyzer. The initial result from the analyzer was 173.3 mmol/l with a data flag. The first repeat from the analyzer result was 164.0 mmol/l with a data flag. The second repeat result from the analyzer was 163.9 mmol/l. The third repeat result was 171 mmol/l. The initial result from the other analyzer was 164 mmol/l. The repeat from the other analyzer result was 164 mmol/l. The electrode lot number d53_2022. The expiration date is 16-aug-2023.